Event description:
It was initially reported that post-op to an open sigmoidectomy procedure, the patient was brought back to surgery due to a staple line bleed. The patient received eight units of blood. Specific details are not available at this time. Device was discarded. Requested and received the following information: see scanned pages. After speaking with dr (B)(6) in detail about this incident, he realized he had confused patients. The pt that was brought back had a lap appy performed. An ats45 blue reload was used to transect the appendix. A white reload was used on the meso-appendix. There was no visible bleeding at the completion of the procedure; however, the pt was brought back for bleeding. Upon re-examination there was no visible bleeding but there was a lot of blood clotting attached the stump of the appendix. Dr (B)(6) cleaned up the stump with irrigation and applied surgicell to the staple line and completed the re-examination.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.